Event description:
Revision surgery - pt had an rsp implanted in (B)(6) 2009, that recently became infected.

Manufacturer narrative:
On (B)(6) 2010, (B)(4) was notified of a revision surgery involving the replacement of an rsp glenoid head, humeral socket shell, and a humeral socket insert. The agent reported "pt had a revision to rsp in (B)(6) 2009 (previous implant not (B)(4)) that recently became infected. The shell insert and glenosphere were removed and, after the I&d, were replaced with new components." The original surgery was performed on (B)(6) 2009 and the revision surgery occurred on (B)(6) 2010. There was no info submitted with this complaint about any pt activities, accidents, or medical contradictions that may have contributed to an infection. A review of the implant device history records (DHR), product complaint report (pcr) database, and sterilization records show that all components used in the original surgery met sterilization, design, and manufacturing requirements. Biocompatibility and shelf-life for this product was reviewed and found to be acceptable. A review of the product complaint history was done. There were no complaints that identified a product or manufacturing process defect that resulted in pt infection for any of the part numbers involved in this event. There were no other complaints of infection identified for the lot numbers involved. There was one complaint identified which addressed dissociation. There were no findings during this investigation that indicate that the reported devices were the source or had a direct connection with the pt's infection.